Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2011 . Information was subsequently received on (B)(4) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2011 . Information was subsequently received on (B)(4) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase - weekly measurement data shows a gradual increase for min and max rv pace=656 to 1024 ohms peak between (B)(4)-2010 and (B)(4)-2010. Patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2010 02:15:03.

Event description:
It was reported that the rv (right ventricular) pacing impedance had steadily increased over the previous 9 months. Later review of manufacturer's database revealed the patient had died. The cause of death has been requested and not received.

Event description:
It was reported that the rv (right ventricular) pacing impedance had steadily increased over the previous 9 months. Later review of manufacturer's database revealed the patient had died. The cause of death has been requested and not received. Follow up with clinic revealed the patient went to hospice, the device therapies were turned off, and the patient died that same day.